Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on approximately 07/15/2025, they experienced loss of consciousness and a diabetic coma due to the inaccurate cgm readings. Initially a comparison was made at home, most likely before the loss of consciousness, and the cgm reading was 2.0 mmol/l (it is noted that the cgm reading cannot read lower than 2.2 mmol/l), and the blood glucose reading was 5.5 mmol/l. When a fingerstick was taken at the hospital on that same day the blood glucose reading was less than 1.0 mmol/l, but no cgm reading was known. The patient was treated with a ¿shot¿ (most likely glucagon). The patient was hospitalized but declined to provide any details regarding the treatment or duration of stay at the hospital. The patient mentioned they had a damaged pancreas, but it was unknown how this was related to the event. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was no longer hospitalized but was unable to eat properly. It is unknown why the patient had issues with eating at that moment. It was understood however that the patient had recovered from their hypoglycemic event. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect - clinical code - 1850 - feeding problem.

Event description:
Subsequent to the initial MDR, a correction is required. According to the patient, on approximately (B)(6) 2025, they experienced loss of consciousness and a diabetic coma due to the inaccurate cgm readings.

Manufacturer narrative:
(B)(4).